Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report # 1627487-2014-05120. The patient has two, 3186 leads for off-label use. It was reported the patient is experiencing impaired healing at the lead site. It was also reported the patient is experiencing discomfort at the lead site due to one of the leads being superficial. There is also a bump is near the lead site. In turn, the site was cleaned by a medical professional. The patient may undergo surgical intervention to address the issue(s).